Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4, g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the kugel patch (device 1). Additional supplemental emdrs were submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1) and an unspecified bard/davol perfix plug (device #2). The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1) and the perfix plug (device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1) and kugel patch (device 2). Per op notes, ¿an incision was made over the left inguinal ligament after reducing the hernia. The floor was noted to be almost after defect from the internal ring into the pubis. A kugel patch (device 1) was placed to reproduce the floor. Then a perfix plug (device 2) was placed on top of this and secured to the fascia. An onlay patch of mesh was placed over this and secured with sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent left direct inguinal hernia thereby underwent open repair with implant of perfix plug (device 3). Per op notes, ¿an incision was made through the previous scar. The hernia sac was identified with adhesions to the cord structures. Scar tissue was noted around the hernia sac and cord structures. The hernia sac was amputated. The defect at the hernia sac was filled with a perfix plug (device 3). An onlay patch was then placed around the cord structures to secured the plug and floor with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). " note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1) and an unspecified bard/davol perfix plug (device #2). The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1) and the perfix plug (device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿